Event description:
It was reported that the patient went to the emergency room due to a stabbing pain around this implantable cardioverter defibrillator (ICD). The boston scientific technical services consultant was to discuss further with the healthcare professional. As of this time, this ICD remains in service. No adverse patient effects were reported.